Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure (batch no. 915890) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), pruritus ("itching"), thrombosis ("blood clot"), vomiting ("vomiting"), diarrhoea ("diarrhea"), alopecia ("hair loss"), influenza like illness ("flu like symptoms"), dizziness ("dizziness") and mood swings ("mood swings"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal distension, pruritus, thrombosis, weight decreased, vomiting, diarrhoea, alopecia, influenza like illness, dizziness and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, diarrhoea, dizziness, influenza like illness, mood swings, pelvic pain, pruritus, thrombosis, vomiting and weight decreased to be related to essure. Lot number#: 915890, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), pruritus ("itching"), thrombosis ("blood clot"), vomiting ("vomiting"), diarrhoea ("diarrhea"), alopecia ("hair loss"), influenza like illness ("flu like symptoms"), dizziness ("dizziness") and mood swings ("mood swings") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal distension, pruritus, weight decreased, thrombosis, vomiting, diarrhoea, alopecia, influenza like illness, dizziness and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, diarrhoea, dizziness, influenza like illness, mood swings, pelvic pain, pruritus, thrombosis, vomiting and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal most recent follow-up information incorporated above includes: on 23-mar-2020: the country of incident was amended from united states to (B)(6). The country of incidence was identified as (B)(6) upon review of social media received on 23-mar-2020. This case was created and all relevant information was transferred from case (B)(4) to this case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no: 915890) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), pruritus ("itching"), thrombosis ("blood clot"), vomiting ("vomiting"), diarrhoea ("diarrhea"), alopecia ("hair loss"), influenza like illness ("flu like symptoms"), dizziness ("dizziness") and mood swings ("mood swings") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal distension, pruritus, weight decreased, thrombosis, vomiting, diarrhoea, alopecia, influenza like illness, dizziness and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, diarrhoea, dizziness, influenza like illness, mood swings, pelvic pain, pruritus, thrombosis, vomiting and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 10-jun-2020: essure lot number and insertion date provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.